Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced a deformed stopper. The following information was provided by the initial reporter: consumer reported that the rubber stopper is crooked/damaged. She described it as being bent over.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced a deformed stopper. The following information was provided by the initial reporter: consumer reported that the rubber stopper is crooked/damaged. She described it as being bent over.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1242719. All inspections were performed per the applicable operations qc specification. There were two (2) notifications noted that did not pertain to the complaint.